Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping") and iron deficiency ("iron deficiency"). The patient was treated with surgery to remove essure device on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower and iron deficiency outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, iron deficiency, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic adhesions ("complication (s) please describe: dense adhesions between the anterior fundus to the bladder and anterior abdominal wall") in an adult female patient who had essure (batch no. D13381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's concurrent conditions included uterine bleeding and uterine fibroids. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), abdominal pain lower ("excessive cramping"), iron deficiency ("iron deficiency"), dysmenorrhoea ("dysmenorrhea (cramping),") and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (one side removal of fallopian tube)) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower, iron deficiency, dysmenorrhoea and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, iron deficiency, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic adhesions ("complication (s) please describe: dense adhesions between the anterior fundus to the bladder and anterior abdominal wall") in an adult female patient who had essure (batch no. D13381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's concurrent conditions included uterine bleeding and uterine fibroids. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), abdominal pain lower ("excessive cramping"), iron deficiency ("iron deficiency"), dysmenorrhoea ("dysmenorrhea (cramping),") and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (one side removal of fallopian tube)) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower, iron deficiency, dysmenorrhoea and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, iron deficiency, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received. New events: menorrhagia, dysmenorrhoea, device monitoring procedure not performed, pelvic adhesions added. Reporter, patient demographic information, other relevant history, product lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.